Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the navigation screen turned black/ the screen got darker when attention was paid although the registration was still not completed. The product was started by rebooting several times, but the screen turned black again after a while. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
Correction to initial MDR - part(s) were replaced during the on site testing. Evaluation codes corrected/update for this testing. Correction to usage of device = reuse. The computer was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue could not be confirmed. There was no failure found with the component. If information is provided in the future, a supplemental report will be issued.